Manufacturer narrative:
The evaluation conclusion code has been updated.

Manufacturer narrative:
No investigation was possible as no patient sample material could be provided. From the information provided, a general reagent issue could be excluded.

Manufacturer narrative:
The patient sample was requested for investigation, but there was no remaining sample volume left.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with elecsys ft3 iii ver. 2 on a cobas e 801 analytical unit (serial number (B)(4)). No questionable results were reported outside of the laboratory. The customer suspected the sample contained an interfering factor against a component of the assay. The sample initially resulted in a ft3 value of 16.0 pmol/l when tested on the e 801 analyzer. The sample was repeated on a siemens atellica system on (B)(6) 2023 and the ft3 result was 5.9 pmol/l (reference range = 3.5 - 6.5 pmol/l). The sample was repeated on the e 801 analyzer on (B)(6) 2023, resulting in a ft3 value of 15.5 pmol/l.